Event description:
It was reported that pump displayed malfunction alarm that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, while technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label within 10 days.